Manufacturer narrative:
(B)(4).

Event description:
It was reported that during testing of the pulse generator, the device exhibited a diagnostics anomaly. Electromagnetic interference was reported to be present during the testing. The device was reinterrogated and testing was successful.